Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: deterioration of head unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of head unit, pressing the focus switch did not make the image sharper, and there for the communication error e238 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had a scope communication error e238. The issue was found during inspection for use. There were no reports of patient involvement.